Event description:
The hcp reported that the hcp was unable to aspirate from the catheter access port to do a dye study. The hcp was planning pump replacement as the patient was not getting relief despite increased levels of drug. The pump was implanted 1 months previously. The patient was receiving morphine, compounded baclofen and clonidine via the drug delivery pump. As the pump was to be replaced anyway due to "end of life", the hcp then accessed the catheter directly through the incision. A white "milk-like fluid" oozed out of the pocket. A culture was sent to determine if there was an infection; the culture was negative. There was a "thin cement-like or egg shell like material surrounding the pump and it was adherent to the old pocket tissue". The hcp was able to remove the pump with some difficulty as it was heavily embedded in place. It was noted that underneath the pump there was a lot of "cement-like material". The material was removed from the tissue and the wound irrigated with antibiotic solution. During the maneuvers to remove the pump the catheter access port was loosened.